Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On the same day as the hospitalization, the patient began treatment with kefzol and fortaz (doses, frequencies and routes unknown) for peritonitis. The treatment was discontinued after fourteen days. On an unreported date, the patient was discharged from the hospital. Dianeal therapy was ongoing. At the time of this report the patient was fully recovered from peritonitis. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896696 and gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.